Event description:
The subject ICD was implanted on (B)(6) 2020 as a replacement for a paradym vr ICD. A non-microport left ventricular lead was also added. A right ventricular lead was already implanted. On (B)(6) 2020, as follow-up was performed without any issues. On (B)(6) 2021, the patient was admitted because of a pocket infection, possibly related to the ICD. A system explant was performed on the same day.